Event description:
Related manufacturer reference number: 2017865-2022-02638. It was reported that during routine generator exchange that device interrogation revealed insulation abrasion and low pacing impedance on both the right ventricular (rv) and atrial (ra) leads. On (B)(6) 2022, the physician elected to cap and replace both ra and rv leads. The patient condition was stable.